Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had issue with equivalent concentration medications. Pyxis profiled cabinet does not allow the nurse to remove the 500 microgram/10 ml ampoule even though it is an equivalent concentration. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(4) ¿ pyxis orders for fent16 always greyed out on medstation which have medication loaded, please investigate urgently as to why. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis profiled cabinet did not allow the nurse to remove the 500 microgram 10 ml ampoule even though it was an equivalent concentration. A technical support specialist was still pending fix for equivalent concentration.